Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient's spouse reported the ipg was no longer functional. Subsequently, surgical intervention was undertaken to explant and replace the ipg.

Event description:
Follow-up identified stimulation was restored following the procedure.